Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fiber on implant.

Event description:
Healthcare professional reported, "fiber on the shell of the implant". Device was not implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: hair/ fiber on implant: the fiber is observed on the implant, however, it is not considered workmanship since it is observed that its original packaging is open. Fiber can be visually. No additional observations are performed. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with the same lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos, a fiber was observed on the implant, however, it is not considered workmanship since it is observed that its original packaging is open. Fiber can be visually. This is event is not categorized as workmanship, but this further investigation was opened to analyze the event. A review of the current risk documents was performed, and the event of fiber on implant is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with fiber on implant will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "fiber on the shell of the implant". Device was not implanted.